Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer's blood glucose level to reach 450 mg/dl. The customer addressed the elevated blood glucose level with a correction injection via mdi and did not require third-party assistance. A replacement pump with updated software was sent by cts, and the customer reverted to an alternate method of insulin therapy until replacement pump arrives.